Event description:
During the procedure the line to the waste bag came off and the perfusionist was accidentally exposed to the waste product. There was no injury to the perfusionist. The perfusionist reconnected the line back onto the bag.